Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Expiration date unknown. PMA/510k: premarket identification k101880.

Event description:
Doctor reported implant fracture at tooth site 16, what caused loosening of abutment. Patient has been rescheduled for new implant and suprastructure placement.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An imp,tsv,mcol mg,4.7mm,8mm (tsvmwb8) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, bone, blood, stuck removal tool and a fracture at the collar. Device history record (DHR) review was completed for the subject lot number (1219383). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1219383) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of the report.